Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, placement of the proglide suture was attempted in a mildly calcified and mildly tortuous common femoral artery using the preclose technique. Reportedly, the suture of the first proglide device was successfully pre-placed. The second proglide device was placed and the plunger was pushed down. Some sounds were heard and it was assumed the foot was deployed. The device was removed, but the suture did not come out, a cuff miss was suspected. The suture of another proglide device was placed successfully using the preclose technique. The sheath sizes used in the procedure were not known. The tavi procedure was completed and the pre-placed sutures of two proglide devices achieved hemostasis. There were no reported adverse patient sequelae and no clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device; however, it is unknown if the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: abbott analyzed the returned device and confirmed the reported needle to cuff miss. A review of the complaint handling database found one similar incident from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Corrective and preventative actions will be addressed per quality systems protocol. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the initial medwatch report, additional information was received:placement of the proglide suture was attempted in the mildly calcified left common femoral artery using the preclose technique. The arteriotomy was 8fr. The sheath was upsized to 18fr for the tavi procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.